Event description:
The customer reported the system locked up and the left monitor was flickering. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 12 volt power supply. The system operates as intended.